Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable total protein urine/csf gen.3 result for one patient urine sample. The initial result was 210.00 mg/dl which was converted to "tp urine 24/h" as 5355. This result was reported outside the laboratory and the doctor asked for further testing. On (B)(6) 2015, the sample was centrifuged and retested with results of 3.6 mg/dl and 3.4 mg/dl. The patient was not adversely affected. The reagent lot number was 611361. The expiration date was requested, but was not provided. The customer does not remember with certainty if she centrifuged the sample on (B)(6) 2015 before the initial testing. A specific root cause could not be determined. Additional information for investigation as requested, but was not provided. A preanalytic issue was assumed to be the cause. A general reagent issue was excluded as quality control results were within range at the time of the event.